Event description:
When attempting to advance the balloon catheter through the guide catheter, the physician met resistance. When the physician went to remove the balloon catheter, a large resistance was met with the guide catheter. When the balloon catheter was removed from the patient, the physician noticed that the shaft of the catheter was stretched. The patient is a male (age unknown). The target lesion was the renal artery (side unknown). The vessel had moderate calcification, severe tortuosity and the rate of stenosis was 90%. The physician used a femoral artery approach to access the lesion. After performing pre-dilation and stent deployment (4x15 mm/brand: unknown), the physician went back to post-dilate the stent with this balloon. During advancement and withdraw of the balloon catheter resistance was felt with the guide catheter. The balloon was never inflated in the patient since it could not be advanced to the lesion. There is no information as to how the procedure was completed. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.